Event description:
It was reported by service report that the bent release crossbar on the breakaway head section was bent and the wheel assembly was not rolling. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on the breakaway head section; wheel assembly.